Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited no capture, no current of injury and positioning failure. It was decided to be repositioned; however, the rvlp was unable to be re-docked onto the delivery catheter for repositioning. It was attempted to un-fixate the rvlp without re-docking, and when it was un-fixated, its helix was stretched. As a result, the rvlp was not implanted, and a traditional pacemaker system was implanted instead. Patient condition was stable.

Manufacturer narrative:
The reported event of stretched helix was confirmed, but the reported events of failure to capture, low current of injury, and docking issue were not confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment and further analysis found no other anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.